Manufacturer narrative:
Na

Event description:
The ventilator was originally returned to the field service center for a 10k preventative maintenance. It was reported by the field service center that the turbine was barely engaging and was giving almost no flow or pressure.